Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve information is in process. If additional information is received a supplemental MDR will be submitted. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case it was learned a 27mm aortic pericardial valve was explanted after implant duration of one (1) day due to paravalvular leak (pvl). A 25mm aortic valve was implanted in replacement.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event was due to procedure factors.

Event description:
Edwards received information the 27mm aortic pericardial valve was explanted from the aortic position after an implant duration of one (1) day due to suture dehiscence leading to paravalvular leak. Reportedly, the native annulus was very calcified at the time of the implant and it was weak due to the extensive debridement. As reported, light paravalvular leak was observed on intra-operative echo. Unfortunately, the patient had complications unrelated to the edwards valves (infectious pulmonary problems with sepsis) and died.